Manufacturer narrative:
(B)(4). Batch #t5dz33. Investigation summary: the analysis results found that one psee60a device was returned with the anvil bent upwards without a reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa. Upon visual inspection of one photo, the following was observed: the photo shows a device from the jaws area with a green reload loaded. The anvil can be seen bent upwards and the reload appears to be unfired. Based on the photo, the event described is confirmed. However, no conclusion or root cause could be determined. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic surgery, the anvil of the echelon gst gun had been deflected after firing two reloads. Surgery was delayed five minutes, but was successfully completed with another gst gun. No fragments were generated and there were no patient consequences reported. No additional information is available at this time.